Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed with 0 voltage. Paring test was unable to be performed. Bin analysis was unable to be performed due to it could not be paired with the nordic bluetooth device. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The customer complaint of a transmitter failed error was confirmed. A probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.